Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states that she stuck her finger on (B)(6) 2013 with an expired lancet. Customer states her finger was swollen one hour later and hurt "really bad". Customer went to her doctor's appointment on (B)(6) 2013 and was told that her finger was infected. Customer was given antibiotics and was told to soak her finger in epsom salt and water. Customer states her finger is feeling better. Requested return of suspect device and lancets, and replacement was sent.